Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [z4e59g9] was not found for the reported catalog # [366593]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a piece of the bd microtainer® contact-activated lancet needle remained stuck in the patient's finger during use, and the doctor had to remove it. This event reportedly occurred on 2 separate occasions, but the date and patient info on the previous incident is unknown. The following information was provided by the initial reporter, translated from dutch to english: "a piece of the needle of the pink cal lancet was left in the finger of the patient and eventually removed by the doctor (unfortunately the piece was not saved). The patient indicated to have experienced more pain with the puncture and a blood blister appeared immediately."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to needle point integrity were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that a piece of the bd microtainer® contact-activated lancet needle remained stuck in the patient's finger during use, and the doctor had to remove it. This event reportedly occurred on 2 separate occasions, but the date and patient info on the previous incident is unknown. The following information was provided by the initial reporter, translated from dutch to english: "a piece of the needle of the pink cal lancet was left in the finger of the patient and eventually removed by the doctor (unfortunately the piece was not saved). The patient indicated to have experienced more pain with the puncture and a blood blister appeared immediately."